Manufacturer narrative:
Continuation of d10: product ID 97745 serial (B)(6) : product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6) : , (B)(4) . Analysis was performed on [product ID: 97745, serial (B)(6) analysis found that the main board was dead and the case was cracked. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 g2. Foreign: br medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller didn't work. On (B)(6) 2023 , the client contacted the technical analyst and reported that the device was not turning on. According to the client, the night before they used the device to decrease the intensity to sleep and it was working fine. On tuesday morning the control no longer turned on. The first service was performed remotely; the customer was instructed to take out the battery and put it back in and the equipment did not turn on. The customer repeated the process and it was unsuccessful. They tried to recharge the equipment and the light of the programmer did not light. They tried to put the batteries in and it did not work and it heated up in the region of the batteries. All the necessary tests were performed to investigate the failure. They tested the patient's controller with the patient's battery and the controller did not turn on. They then tried the company battery in the patient's programmer and it did not turn on. They tested the patient's battery in the company's programmer and it turned on. They tried the client's programmer and battery with the client's charger and it did not turn on or charge; they tested the patient's programmer and battery with the company's charger without success. They then tested the patient's charger on the company's programmer and the battery charged. They tested the programmer batteries and the programmer; besides not turning on, it heated up quickly and significantly in the region of the batteries and buttons. The charge in the patient's ins was performed with their battery and antenna in the company's programmer and the charge occurred flawlessly. According to the tests, it was observed that the patient's programmer was not receiving power. The charger's docking area was undamaged. The controller was to be replaced.